Event description:
Health test in morning showed positive, pcr afternoon and two days after showed negative. Other kids in class also getting positive and negative on pcr.

Manufacturer narrative:
Corresponding to the production batch of product retention samples (lot: 211co21215) , the negative coincidence rate test was pass. Ihealth labs has since determined and/or confirmed the said lot (lot: 211co21215) to have been the suspected counterfeit products. Ongoing investigation into the source of counterfeit goods.